Event description:
An initial report, (B)(4) was received at terumo cardiovascular, that during vein harvesting procedure, the device does not burn when triggered with foot pedal. It is unknown if there was a delay in the procedure, whether the product was changed out, or if the surgery was completed successfully and if there was any effect on the patient or results of the surgery. Terumo continues to attempt to gain more information regarding this event from the user facility.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 11, 2024. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer); g6 (indication that this is a follow-up report); h2 (follow-up due to additional information); h6 (identification of evaluation codes 11, 3331, 4114, 3221, 4315). The affected sample was not returned; therefore, a thorough investigation could not be performed. A retention sample from the same lot number was inspected to show no anomalies with the device. All electrical circuits were measured, and the electrical resistances were found to be stable and within the product specifications. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.